Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. After the patient complained of back pain, it was confirmed via x-ray that two mesa rods fractured. The rods were initially implanted on (B)(6) 2015 and fusion was achieved. There were no complications in the original surgery, the patient had normal post op activity, and did not experience a fall. Per instructions for use: the surgeon must warn the patient of the surgical risks and make aware of possible adverse effects. The surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. As the patient fused and the devices were implanted for a period of almost 4 years, the most likely root cause is fatigue fracture due to the repeated stress and strain on the implants over the implantation period.

Event description:
A physician reported that a patient experienced back pain post-operatively. Imaging showed two broken xia ii vitalium rods. Revision surgery was performed. This record captures the first of the two rods.

Manufacturer narrative:
Location and return status of the device is unknown.

Event description:
A physician reported that a patient experienced back pain post-operatively. Imaging showed two broken xia ii vitalium rods. Revision surgery was performed. This record captures the first of the two rods.